Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm. The customer blood glucose level was 272 mg/dl. It was indicated that a correction bolus with the pump was delivered. The contact stated that the school nurse identified an auto-off alarm occurrence. Cts educated the contact about the auto-off safety feature and to check with their healthcare provider before modifying the setting. Contact acknowledged.

Manufacturer narrative:
It was reported that the customer received an alarm on the pump.